Event description:
It was reported that during intra-aortic balloon (iab) therapy, gas leak alarm sounded and it was difficult to reinsert the iab. There was no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site telephone), g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. The extender tubing was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. The location of the kink found is unlikely to be due to difficult insertion as the kink was at the proximal end of the iab, which does not affect advancing the iab into the patient. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. No alarm sounded from the pump. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Complaint ID no.: (B)(4).